Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a peripheral interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices due to firing into a nearly occluded common femoral artery. Hemostasis was achieved via cutdown. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of one of the returned prostyle devices revealed that the suture was returned removed from the device and the knot and loop were properly formed. No additional information was provided.